Event description:
The customer called and reported receiving no delivery alarms on her insulin pump. Customer's blood glucose was 420 mg/dl, which she treated with the insulin pump. During troubleshooting, insulin exited during a fixed prime and the pump again alarmed with no delivery. After disconnecting and reconnecting infusion set and reservoir, insulin would not exit with a plunger push and there was greater than normal resistance. Customer was advised to replace infusion set and reservoir and that both would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.